Manufacturer narrative:
This report is being submitted as follow up # 2 to correct the date of event that was initially reported as unk. The correct date of event is (B)(6) 2015.

Event description:
The user facility reported glidewire breakage. Follow up communication with the user facility reported the following information: the glidewire broke in half while the doctor was performing a sfa/pop intervention; the lesion was difficult; attempting to cross with a .035 quickcross the wire went suboptimal; the wire was not moving when attempting to advance; the wire was pulled back and noticed to have been broken; the broken piece was retrieved through the quickcross with suction; another wire was pulled to completed the procedure; the procedure was performed successfully; and it was reported that there was no injury to the patient.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00102 to provide the evaluation results. The actual sample (the fractured piece and the main body in two pieces) was returned to the manufacturing facility for evaluation. The length of each segment was measured as follow: separated distal segment: approximately 538 mm, proximal piece: approximately 2062 mm. Total length: approximately 2600mm. Specified length of this product is approximately 2600mm. From this, it is likely that there is no fractured piece missing from the actual sample. Magnifying inspection found that the evidence of elongation on the urethane layer at the fracture on the main body. Electron microscopic inspection of the fractures revealed the generation of some creases on the surfaces of the urethane layer. The urethane layer around the fractures were removed by a solvent medium for further inspection. Electron microscopic inspection found a radial pattern emerging from one point on the fracture cross-section surfaces. On the lateral side of the fracture, there was no anomaly, such as a scratch, which would have been a trigger of the generation of the fracture. The outside diameters of the urethane layer and the core wire was measured and confirmed to meet manufacturer specifications, being comparable to that of the current product sample. The actual sample was wetted sufficiently with a saline solution and subjected to tactile examination. No catching feel was perceived. Kink resistance of the shaft was determined and confirmed to meet the specifications, being comparable to that of the current product sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed there were no production-related problems and no discrepancies in the inspection results. A review of the complaint files confirmed that the involved product code/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the investigation results, the below scenario can be inferred as a cause of this complaint. During use at the user facility, the distal segment of the actual sample was trapped due to some factors. Subsequently, in that state, the actual sample was subjected to repetitive one-way torque forces while being pushed, pulled and twisted, which caused fatigue break on the shaft, resulting in the reported fracture. When a curvature is given to the guide wire, the guide wire gets shrunk inside and stretched outside the curvature. When the guide wire is subjected to one-way torque forces in this curved state, repetitive local shrinkage - stretching forces are generated on the shaft locally, resulting in fatigue break of the shaft. Due to repetitive local shrinkage - stretching forces, there may be no generation of flexure or taper-off to the point on the fracture cross-sections. It is likely that the actual sample was put under such conditioned as above and no flexure or taper off was generated on the fracture cross-section. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00102 to provide the evaluation results.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. Inspection record of the involved product code/lot # combination confirmed there were no any production related problems or discrepancies in the inspection result. A review of the complaint files confirmed the involved product code/lot# combination has not been reported previously. The device labeling does address the potential for such an event in the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.